Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2db9l, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient lead is broken and needs to be replaced. The patient was in a car accident in (B)(6) of last year and experienced pain and the device was not working that was thought to be related to the accident. Upon imaging, MRI and CT showed that the lead wire broke. No further complications were reported.